Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 7.0 x 60 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third segment. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post dilated with pta. The site identified a restenosis of treated vessel (target vessel) on (B)(6) 2023. It was reported as not related to the device or procedure but was due to a worsening pre-existing condition. It was also reported as target lesion related. The patient had left leg extremity (lle) pain. Duplex ultrasound (dus) on (B)(6) 2023 showed restenosis of the proximal stent. A left leg angiogram on (B)(6) 2023 was performed for an in-stent restenosis (isr). This included laser and plain old balloon angioplasty (poba). The outcome was reported as continuing. The device remains implanted. The event was reviewed on 06-jul-23 by veryan and considered possibly related to the device.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 7.0 x 60 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third segment. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but was due to a worsening pre-existing condition. It was also reported as target lesion related. The patient had left lower extremity (lle) pain. Duplex ultrasound (dus) on (B)(6) 2023 showed restenosis of the proximal stent. A left leg angiogram on (B)(6) 2023 was performed for an in-stent restenosis (isr). This included laser/atherectomy and plain old balloon angioplasty (poba)/pta/standard balloon angioplasty on the sfa distal third. It was a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The event was reviewed originally on (B)(6) 2023 by veryan and considered possibly related to the device. There was updated information received on (B)(6) 2023 in relation to the event, the outcome and the intervention details.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Sections b.5. And g.6. And h.10. Have been updated.